Event description:
I got saline-filled silicone breast implants, -mentor- smooth saline with silicone shell-, 3 yrs. Ago. About 6 months ago, I began developing scleroderma-like symptoms including a horrible red, itchy, swollen rash over most of my hands and forearms. Also a re-occurring rash on the right side of my neck. It was so horrible, I was desperate to find a cure. After trying several treatments to no avail, it dawned on me to research the possibility that it could be related to my implants. I read other women's stories of health problems, and a lot of stories of relief after explantation. I knew they had to come out if there was any chance they were the culprit. So just ten days ago, I had my explant and I'm thrilled to report that my rashes are about 80% gone! There is no way this is a coincidence, my implants were causing my problems! Please do not let other women suffer, this is a travesty! At the very least, women with auto-immune disease in their family should be warned not to get implants of any kind. Dose or amount: 470 cc each. Dates of use: 2004 - 2007. Diagnosis or reason for use: to replace lost breast tissue, -from weight loss- event abated after use stopped or dose reduced? Yes.